Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while the patient was on extracorporeal membrane oxygenation (ECMO), the pump continually triggered flow below minimal level alarm. There was no change in flow on the screen or the red flow indicator bar. The only noticeable change was what looked like a slight suction event on the linear trace on screen. Once off of ECMO and clamped off to the patient, circulating through the arterial venous bridge, the low flow as well as the maximum flow alarm continued to alarm, with no noticeable change on screen. The patient was isolated from the circuit and flow through the bridge was approximately 300ml/min. There were slight concerns of a possible issue with equipment as the healthcare provider could visibly watch the alarm trigger every 10 minutes with no change in flow or pressure on screen.

Manufacturer narrative:
A. Patient information was not provided by the customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The alarm had been consistently present and alerted for flow exceeding the maximum or minimum threshold. While the alarm was present, the flow value displayed on the monitor was not changing. However, the trace at the bottom of the display showed spikes and dips. The fault was persistent even after the patient was disconnected and the clinical staff used a closed circuit. The blue locking mechanism was not working either. Additional information was received that the motors were not swapped and the system was not retested after the fault occurred.